Event description:
It was reported that post-op a laparoscopic gastric bypass procedure, the patient had significant difficulties swallowing. The patient had 11ccs in the band. The fluid could not be removed from band the device. An upper gi prior to the fill showed kinks. The patient was repositioned, and the surgeon could not remove the fluid. In 2009, the patient was admitted for surgery with difficulty swallowing. During the reoperation, it was observed that the tube had become kinked under the port. The kink was removed, and the surgery was completed successfully.

Manufacturer narrative:
Date sent: 10/19/2009. Device was not returned for evaluation. Device remains implanted.